Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced cannula was bent event on (B)(6) 2026. The patient had experienced hyperglycemia (blood glucose level: 381 mg/dl). No further information available.